Manufacturer narrative:
(B)(4). Batch # t5cw3j. Device analysis: the analysis results found that the cdh29p device arrived and with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Noted the anvil gap was > 0¿. In addition, noted suture tied around the trocar tip. There were no issues removing the test skin from the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy, the anvil popped off while dialing down during several attempts to connect the anvil. The anvil was sewed into the sigmoid colon with purse string device. The anvil was connected to the trocar. There was a "click" and orange bar not visible. Upon "dialing down" prior to firing, the anvil popped off the trocar. This happened 4 times in a row, before the surgeon requested the competitor device. The patient required more bowel removed and re-sewing of new anvil. The surgeon was not handling the shaft of the anvil. There was no change in patient post-op care. Intraoperatively, the surgeon had to re-sew a new anvil for the competitor device into the bowel, resulting in less bowel length. The surgeon was trained on the powered circular device and practiced before case. The device was never fired because the anvil would not properly connect. Device was positioned, then properly removed before firing. There were no patient consequences reported.